Event description:
The customer reported the system mixed patient data and images. No report of patient injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, 383 days post index procedure, in-stent restenosis was noted in the mid right coronary artery (rca). On (B)(6) 2010, the patient was re-admitted for intervention to treat the restenosis in the rca. Pre-dilatation was performed prior to placement of two promus stents for treatment of the restenosis. The patient was discharged on (B)(6) 2010. No additional information or patient effects noted. (B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported restenosis is a known adverse event listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.